Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data and alarm history revealed no evidence of a battery life issue, and the battery voltage were found to be within specifications. The battery compartment was cracked. The top of the battery cap was worn. The battery cap was able to secure onto the pump. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.